Event description:
Nursing reported the cap for 3ml line draw arterial blood sample syringe fit is loose causing blood to splatter when attempting to remove air or cap becoming detached during transport.